Event description:
During angiogram and revascularization of a lower extremity, provider used a perclose device to close access site. Staff reported the perclose device broke in half with a portion retained in the patient¿s vessel. Attempts to remove were unsuccessful. Vascular surgery called and patient taken to the or (operating room) for removal of the perclose device from the right common femoral artery and repair of the artery.